Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jun-2008, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4) ubd: 14-jan-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-mar-16 regarding a patient receiving lioresal (2000mcg/ml at 260mcg/day) via an implanted infusion pump. It was reported that the patient had zero symptoms that the catheter was not working correctly, however, during an approaching end of service (eos) replacement, the catheter access port (cap) would not aspirate. The physician planned to replace the entire catheter and discovered a fracture by the spine anchor segment. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The old catheter system was replaced and the issue was considered resolved. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.